Event description:
Hospital reported to sales consultant: facility received order (B)(4), ordered on (B)(6) 2012. Over the last few months the instruments appear to be corroding. It is not known what cleaning/sterilizing procedure was used on these instruments or how often. No patient involvement. This is 5 of 14 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates that greatbatch medical manufactured the aluminum blunt pelvic retractor, pn 03.100.107, lot 6939420. Due to an unknown cause, the /blunt pelvic retractor appears to be corroding. No unusual wear or cosmetic damage was noted on the part. Based upon the incoming inspection, this lot was previously accepted and conforms to specifications. All measurements that could be taken were found to meet specification. A review of synthes device history records revealed the product conformed to all requirements.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.